Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported via reply card that a lens was defective/wasted. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the lens was defective right from the packaging and not for any other reason. When the surgical tech removed the lens from its packaging and tried to load it she said the lens was defective and would not properly load.